Manufacturer narrative:
Of the 22 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 14 were found to be malfunctioning due to battery compartment cracks and moisture in the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 22 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage with moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 30-230 pounds and between 6 and 70 years of age. Of the reported patients, 7 were male and 15 were female.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 14 instances of power - damage with moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there were 2 instances of power - damage with moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.